Event description:
Information was received indicating that a smiths medical cadd administration set was cracked by the cassette and causing leaking of IV medication. There were no reported adverse events.

Manufacturer narrative:
Returned device was received in damaged physical condition. There was noted damage on the tube that was detected just in a fold of the tube with the housing edge. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.